Event description:
The customer reported via phone call that the insulin pump had a crack at the reservoir compartment on the reservoir ring. The customer's blood glucose was 150 mg/dl. The customer also stated that there was missing a rubber o-ring. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing the reservoir tube seal, with minor scratches on the display window, cracked case at the display iwndow corner, scratched reserovir tube window, cracked battery tube threads and missing end sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.